Event description:
It was reported that the 6800 system would intermittently lock up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage was adjusted and the hand control switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.